Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 14-apr-2016, an fse visited the customer to address the reported event. During servicing, fse noted an analyte (ae) error. Fse replaced a defective cup reader camera and readjusted the cup reader. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a defective cup reader camera.

Event description:
On (B)(6) 2016 the customer reported error 4002 (turntable slip/ turntable home not found) with their aia-360. The customer attempted to troubleshoot by blowing canned air under the carousel and "turned it to clear beads" but the error persisted. A field service engineer (fse) was dispatched. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting parathyroid hormone (pth) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.